Event description:
The patient was seen in clinic for a standard check-in appointment. When the hcp initiated device interrogation the deep brain stimulator was reset to 0.0 volts. The patient had a physical reaction to the change in therapy. His head turned and his arm lifted, bent at the elbow so that his hand was near his shoulder. The hcp ceased interrogation. The deep brain stimulator was in a power on reset condition, possibly caused by the telemetry disruption. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178200808312.